Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was received with motor error alarm during occlusion test due to faulty gold sensor. Motor was tested outside of the device and passed. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error at least three times. Customer's blood glucose was 187 mg/dl at the time of incident. Troubleshooting found multiple alarms and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was given.